Manufacturer narrative:
As reported, the sorbafix enhanced device failed to fixate the mesh. Preliminary evaluation of the sample found a detached internal components. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document sample evaluation results. Evaluation of the sample found inadequate assembly resulting in the reported failure to fixate. Based on the sample evaluation findings, the root cause of the reported condition is an application error when executing manufacturing procedure. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic right inguinal hernia repair, left inguinal exploration with possible hernia repair and mesh reinforcement procedure, the sorbafix fixation device was used to fixate the mesh. The fasteners deployed from the device failed to fixate the mesh. The loose fasteners were removed from the patient's body. A new sorbafix device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device failed to fixate the mesh. Preliminary evaluation of the sample found a detached internal components. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic right inguinal hernia repair, left inguinal exploration with possible hernia repair and mesh reinforcement procedure, the sorbafix fixation device was used to fixate the mesh. The fasteners deployed from the device failed to fixate the mesh. The loose fasteners were removed from the patient's body. A new sorbafix device was used to complete the procedure. There was no patient injury.